Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of prosthesis wear which may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related factors. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
On 9 mar 2023 additional information was received per legal brief indicates that in or around 2018, that the patient required a revision procedure after it was discovered that the plastic tibial insert of the optetrak logic total knee system implant had failed and was fraying, resulting in plastic fragments in his left knee. On (B)(6) 2018, patient had an arthrotomy and partial synovectomy, during which the prior left knee surgery was revised, and the plastic tibial insert was replaced with the optetrak logic psc tibial insert posterior stabilized size 5, 11mm (captured and reported in another case). Upon revision of the original optetrak logic total knee system implant, doctors observed that substantial degradation and systemic inflammation had occurred from the patellar component and tibial insert. Patient had extensive debris synovitis. The amount, type and appearance of the polyethylene degradation observed by the operating surgeons was abnormal. Explantation of the failed polyethylene components of the 2014 implant, revealed damage, including pitting, fracture, surface fatigue and cracking to the plastic tibial insert, which was visible to the naked eye. There is no patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections b5, d4, d10, g2, g3, g6, h2, h3, h4, h6, h7 and h9 have been updated accordingly. Section d10: concomitant products patella three peg 35mm (cat# 200-02-35 / serial# (B)(6). Femoral ps cen sz 5 lft (cat# 02-010-01-0250 / serial# (B)(6). Tibia tray cem sz 5f/4t (cat# 02-012-41-5040 / serial# (B)(6). (H3) the revision reported was likely the result of third body wear and/or patient-related factors, which led to polyethylene wear of the tibial insert. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2014, a (B)(6) y/o, male patient with a bmi of 34.7, underwent implantation of a insert tib 5 9mm knee post stab cnstrn. On (B)(6) 2018, approximately 50 months post implant, the patient underwent revision due to debris synovitis.